Event description:
Reporter indicated that the patient had high impedance on both system and normal mode diagnostics. There has been no trauma or manipulation of the device and no patient adverse events. A battery life calculation was done and revealed approximately 2.59 years remaining until end of service. X-rays were reviewed by the manufacturer, and no device anomalies were found, although it is important to note that it is possible the negative electrode was off the nerve as the electrodes were not aligned vertically as would be expected. Product has been requested, but has not been returned to manufacturer to date.

Manufacturer narrative:
Method: manufacturer reviewed x-rays of implanted device. Results: x-rays reviewed by the manufacturer, and no gross lead discontinuities were visualized, although it is possible the electrode is off of the nerve. Conclusions: device failure is suspected, but did not cause or contribute to a serious injury or death.